Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer issue. A field service engineer installed the new drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was stuck. The customer reported that the drawer was hard to open, and the malfunction occurred when the user was trying to issue medication to the patient. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.